Manufacturer narrative:
B1, b2-updated b5-additional information received: the reporter states that the patient has "very bad vision," can't read when it's bright/daylight. The surgeon tried to rotate the lens but it returned to the same position. The vault of the lens is varying and pigment dispersion is reported along with "a lot of pigmentation on the icl surface." H6-patient code 3191: no code available (bad vision, difficulty reading in bright/daylight, secondary surgery, lens repositioning, pigment dispersion, pigmentation on icl) h6-result code corrected from supplemental report #1. Claim# (B)(4).

Manufacturer narrative:
Additional data: the patient experienced excessive vaulting, lens rotation, and refractive surprise. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, 0/5.5/179 diopter, in the patient's left eye on (B)(6) 2016. The patient experienced excessive vaulting and lens rotation.